Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received intermittent questionable ion selective electrode (ise) sodium results. After qc was tested and was low by approximately 10 mmol/l, the customer recalibrated, repeated qc, and repeated 60 samples. Around 20-30 of these samples had erroneous results. Of the data provided, only the results for eight patient samples were discrepant. Patient 1 initial result was 131.5 mmol/l and the repeat result was 140.0 mmol/l. Patient 2 initial result was 133.9 mmol/l and the repeat result was 143.8 mmol/l. Patient 3 initial result was 131.6 mmol/l and the repeat result was 141.7 mmol/l. Patient 4 initial result was 132.0 mmol/l and the repeat result was 141.2 mmol/l. Patient 5 initial result was 133.1 mmol/l and the repeat result was 143.2 mmol/l. Patient 6 initial result was 133.4 mmol/l and the repeat result was 143.3 mmol/l. Patient 7 initial result was 132.3 mmol/l and the repeat result was 141.2 mmol/l. Patient 8 initial result was 130.8 mmol/l and the repeat result was 141.1 mmol/l. There were about 20-30 samples where the initial result was released and had to be amended. There was no adverse event. The electrode lot number and expiration date were requested, but were not provided. The engineer investigated the vacuum line and replaced nozzles and valves on the ise unit. He found the dilution vessel had some scratch marks and pitting of the base of the glass vessel and it was replaced. The vacuum valve to the chamber was removed and found to have residue and dirt in the valve. The valve was replaced. No problem was reported since the service visit.

Manufacturer narrative:
During further investigation, it was found the sample arm was slightly drooping forward and possibly occasionally catching the edge of the wash station and the vertical drive mechanism seemed to have been somewhat worn. The arm was replaced and the performance has been good since with no further erroneous results. As only the sodium assay was affected, the issue noted with the sample arm was not believed to be the root cause. A specific root cause could not be identified.